Event description:
Olympus medical systems corp. (Omsc) was informed that during polypectomy, the doctor could not separate the sheath from the loop after the loop ligated the target polyp. The doctors cut the handle off to remove the endoscope. All attempts to remove the sheath from the loop failed. The doctors removed the polyp by force and it came to strong bleeding in the patient. The bleeding could be stopped with clips but the patient had to be taken in the hospital.

Manufacturer narrative:
The subject product was not returned to omsc since the facility discarded it. The exact cause of the user's experience could not be conclusively determined. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. Omsc assumes that user handling caused the failure to separate the loop from the device. This report is being submitted as a medical device report in an abundance of caution.